Event description:
Information was received indicating that during artificial respiration of a patient with a smiths medical portex® blue line ultra® tracheostomy tube, the 15mm connector was reported to come off the catheter mount. Subsequently, a trach tube change out was performed. There were no reported adverse patient effects.